Manufacturer narrative:
Nidek inc. Concludes that "investigation was performed after a letter from FDA had been rec'd," "even though maude describes that the injury occurred in 2002, we have no reported device malfunction causing or contributing to the reported adverse event from 05/03/2010 until we receive notification from FDA." "We provided necessary info and training to surgical doctors who use the ec-5000 to prevent adverse events." "Based on the info presented, we are unable to determine the root cause of this injury," and "if further info is rec'd, we will submit a f/u." Nidek co., ltd. Asked nidek inc. For add'l investigation. Since nidek co., ltd also could not have further info to perform add'l investigation as a MFR, we are unable to determine the root cause of the injury. If further info is rec'd, we will submit a f/u report.

Event description:
On (B)(6) 2010, nidek inc. Rec'd a letter starting maude event report related to the ec-5000 excimer laser system. This letter stated an unk pt had bilateral hyperopic lasik on (B)(6) 2002 by the nidek excimer laser before it was FDA approved for hyperopic treatments. The pt now suffers from irregular astigmatism and blurry vision. This maude report was created by a physician that has seen the unk pt. According to this info, the pt sought medical intervention.